Event description:
It was reported that when tightened down, a crack becomes visual on the proximal target driver near the threaded end. An additional part was available and was used. Patient was not affected by this event.